Manufacturer narrative:
(B)(4).

Event description:
A volume discrepancy was reported; 40ml of drug was aspirated from the reservoir - the expected volume was not provided. Per the reporter, it was not possible to draw back any csf through the catheter. Further troubleshooting/revision were being considered. It was noted that "the therapy did seem to be having a positive effect." The pump was used to deliver baclofen. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.